Event description:
The customer reported that during a hysterectomy, the jaws became locked and could not be opened. The device had already cut tissue and was removed with no damage or pt injury. The device was returned for eval with the knife protruding from the jaws.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.